Manufacturer narrative:
(B)(4).

Event description:
New information reported that an insulation anomaly had been observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms were reported. The lead was successfully capped and replaced during a device changeout procedure on (B)(6) 2016.